Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested an uncomfortable feeling in the abdomen and pain. The patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient started treatment with vancomycin (dose and route not reported) and one other antibiotic (unspecified) that was mixed with vancomycin for peritonitis. The patient was still in the hospital. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.